Manufacturer narrative:
A root cause could not be determined. The quality control data did not exhibit a problem. The customer was unable to supply additional information, so no further investigation was possible.

Event description:
The customer alleged they received a questionable digoxin result for one patient on their c501 analyzer. The units of measure were not provided. The patient's initial digoxin result was 0.00 accompanied by a data flag. It was sent to the customer's laboratory information system as <0.5. The initial result was not reported outside the laboratory. The sample was repeated and the digoxin result was 1.10. The repeat result was reported outside the laboratory. There were no adverse events. The digoxin reagent lot number was 659700 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).